Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they had rectal prolapse surgery about a month ago. Prior to this surgery the patient saw their managing physician who programmed device settings. After the surgery the patient started having tingling in their left leg and do not know if the system got moved around during the surgery because the surgery was near that general area of the body. The patient reported the tingling is bothering them quite a bit and they are not able to follow up with managing physician for another month. It was reviewed how to decrease stimulation. They will monitor symptoms and follow up with managing physician when they are able.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.